Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the pump touchscreen became unresponsive. Additionally, it was reported that the battery gauge was observed to be fluctuating and the pump time and date became inaccurate. Blood glucose level was 220 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Additionally, based on the analysis, the alleged incorrectly displayed battery and time settings issue could not be verified.